Event description:
The customer reported that half of the sensor was missing when she removed it from her body. The customer was concerned that the other half may have stayed underneath her skin. The customer went to the emergency room to have an x-ray taken. The x-ray was negative. The customer was advised to return the sensor for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.